Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G2: foreign - event occurred in japan. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k121874. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that upon opening the sterile packaging of a cup, material resembling a red sticker was observed adhered to the cup surface, and the procedure was completed using an alternate cup. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.